Event description:
The st. Jude med rep telephoned tech svs requesting assistance in interpreting stored electrograms retrieved after the pt was admitted to the hosp. The family reported the pt had cried out and fallen at home, presumably from a device shock, and was subsequently transported to the hosp. After reviewing the electrograms, it was suspected that the output circuit on this device had been damaged. Tech svs recommended the device be turned off and explanted as soon as possible. St. Jude med later learned on 11/01/1999, that the pt had developed pneumonia and was still hospitalized. The device will be explanted when the physician deems appropriate. The device has been programmed to all functions off.